Event description:
It was reported that the tip of the screw driver was broken off during the procedure. The broken tip was retrieved. No patient complication was reported.

Manufacturer narrative:
(B) (4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.